Event description:
It was reported that there were many scratches on the insulin pump display window, as well as cracks near battery compartment. Customer's blood glucose was not known. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a slightly loose drive support disk. The device was received with broken belt clip slot, cracked case at display window corners, cracked battery tube threads, minor scratches on lcd window, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.